Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the device was returned with the guide tooth bent, preventing the helix from functioning properly.

Event description:
It was reported that during the implant procedure, the sensing and threshold values were not good. The lead was repositioned, but the helix was blocked. The device was not implanted. No patient complications have been reported as a result of this event.